Manufacturer narrative:
.

Event description:
It was reported that during a pph procedure, the staples did not form. The site sutured to complete the procedure. There was no patient consequence reported.